Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was reported to be received for evaluation. Upon completion of evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. Functional testing, clear passage testing, and pressure testing were performed with no issues noted. The reported issue could not be observed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an unknown error occurred on a homechoice (hc) device during the priming phase of automated peritoneal dialysis therapy (apd). A registered nurse (rn) replaced the cassette, which cleared the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.